Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm removed and replaced the solenoid driver board due to the reported error codes observed in the units fault logs. Subsequently, the unit passed all functional and safety tests per factory specifications. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts. Unrelated to the reported issue, the safety disk was removed and replaced due to expiration of hours. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that an electrical test fails # 52 (drive transducer offset failure) occurred on the cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.